Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set spike is broken. The following information was provided by the initial reporter: part number 2420-0007, lot number 20075518. Date of occurrence is (B)(6) 2022. Reported issue is a broken spike on the set. No harm reported.

Event description:
It was reported that the bd alaris pump module smartsite infusion set spike is broken. The following information was provided by the initial reporter: part number 2420-0007, lot number 20075518. Date of occurrence is (B)(6) 2022. Reported issue is a broken spike on the set. No harm reported.

Manufacturer narrative:
H.6. Investigation summary: one sample was received for quality evaluation. The customer complaint of component damage was verified by visual inspection. Evaluation of the sample received indicates that the tip of the drip chamber spike has broken off. A device history record review for model 2426-0007 lot number 20075518 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the damage seen on the sample it is unclear how the tip of the drip chamber broke off from the sample. There are no indication of stress or fatigue of the drip chamber tip material on the damaged tip. The root cause for the damage seen in this complaint is unable to be determined with the provided information. The sample was forwarded to the supplier and an investigation was conducted. Review of the supplier records did not indicate similar issues being found in the components produced in the component creation batch. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.